Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A 510(k) number will not be provided in the emdr, because the product code is unknown at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report of a reload set 201 alarm was not confirmed. The root cause was not identified.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2201 alarm during dwell 1 on the homechoice machine (hc). The nurse stated the home patient(hp) started over and tried to use the same setup. The technical service representative (tsr) explained to the nurse that could be the reason for the reload set 201 alarm. The nurse stated they will use new supplies. There was patient involvement; however, there was no injury or medical intervention reported.